Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was not available on the date of filing. No parts have been received by the manufacturer for evaluation. No system checkout was performed as the reported issue was resolved on a call with technical services (ts). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported by a rn that during a fess procedure instruments were not tracking. Technical services (ts) had the rn change ports in the fusion with no change. Ts had the rn remove the emitter from the field and the instruments tracked without issue. Ts suggested the rn re-position the emitter and check for metal. The site was able to begin registration but the instrument intermittently went into red tracking status. Ts suggested more movement of the emitter but the site chose to abort navigation. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.